Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) displayed a battery status of 3.0 volts and four months later displayed a battery status of 2.0 volts. Additionally, the device was emitting beeping tones and exhibited a long charge time.